Event description:
The consumer reported a false positive result using binaxnow covid-19 self-test performed on (B)(6) 2023. Repeat testing was performed on the same day which generated a negative result. Testing was performed on (B)(6) 2023 using an unknown test generating a negative result. Although requested, no additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
D4: UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: other - device not returned; single use device.

Manufacturer narrative:
D4: UDI (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 209414 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 209414 and device part number 195-430wjrh/ lot 206499. The lot met the required release specifications. The current overall incident rate for false positive results (confirmed, unconfirmed, conflicting) patient for lot 209414 based on the total quantity of devices distributed is (B)(4). In conclusion, abbott diagnostics scarborough did not identify a product deficiency. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.please see the field for corrections: b5 h3 other text : other - device not returned; single use device

Event description:
The consumer reported a false positive result using binaxnow covid-19 self-test performed on (B)(6)2023. Additional testing was performed on (B)(6)2023, using an unknown brand covid antigen test, and on (B)(6)2023 and (B)(6)2023, using a binaxnow covid-19 self-test, generating negative results. Although requested, no additional information, including patient outcome or treatment, was provided.